Event description:
The device was used during an laparoscopic hydrocele procedure. Reportedly, the insulation was damaged and produced shavings. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.